Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and broken battery tube threads. Unable to test basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to broken reservoir tube lip noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
It was reported that the reservoir compartment was damaged, reservoir would not stay in. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.